Manufacturer narrative:
The right atrial (ra) lead reported in a separate medwatch#mw5183811.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.